Event description:
A touchscreen responsiveness issue was reported by the caller, who mentioned that the pump screen was frozen and not responding to input. There was no adverse impact to the customer's blood glucose level. Technical support provided information for a complete pump reset, which the caller chose to perform, resulting in restored interaction with the pump screen.